Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device upgrade procedure, the right ventricular lead high-voltage coil impedance was normal when measured through the lead analyzer, but then high when measured through the device. When the lead impedance was re-measured through the analyzer, it was then high. The lead was capped and replaced. No patient complications have been reported as a result of this event.